Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/25/2024, it was reported by a sales representative via s(B)(4) that an ar-3200-0026 ccu vision console went black and is not responding. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: g3, h3, h6. (No problem found) the evaluation did not identify any issues relevant to the reported event.